Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 7 years and 11.5 months following the implant of the transcatheter bioprosthetic aortic valve, the patient presented with sudden onset chest pain and shortness of breath. The patient was taken to the catheterization laboratory for a non-st-elevation myocardial infarction (nstemi). ¿significant¿ hypoxia and hypotension developed which required urgent intubation, cardiopulmonary resuscitation (CPR) with vasopressors. Despite resuscitation efforts, the patient died in the catheterization laboratory. The cause of death was reported as cardiac and the nstemi. The physician indicated it was unknown if the death was related to the transcatheter valve. An autopsy was not performed.

Manufacturer narrative:
Updated data: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the myocardial infarction occurred as result of plaque rupture. The patient had a history of known, non-obstructive coronary artery disease; atherosclerosis. The relationship to the valve was updated to possibly related. The cause of death was now reported caused by plaque rupture and the myocardial infarction. There was no indication of valve migration. However, the orientation of the valve frame made coronary re-access challenging. There was the inability to attain adequate coronary re-access to complete the percutaneous coronary intervention (pci).

Manufacturer narrative:
Updated data: b3, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the event onset was one day prior to the patient¿s death.